Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): infusion of the chemotherapy product in 24 hours instead of 48 hours.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) to bbm in (B)(6) for instigation. A f/u report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and there were no defect encountered during in process or final control inspection.